Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during this right atrial (ra) lead placement the pacing thresholds were high and loss of capture was noted. The values were still abnormal after multiple position changes. The lead was discarded and no new atrial lead was implanted. The physician elected to use a single chamber implantation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The helix of the lead was retracted, and dried body fluid was seen in the helix mechanism. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during this right atrial (ra) lead placement the pacing thresholds were high and loss of capture was noted. The values were still abnormal after multiple position changes. The lead was returned and no new atrial lead wa

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during this right atrial (ra) lead placement the pacing thresholds were high and loss of capture was noted. The values were still abnormal after multiple position changes. The lead was discarded and no new atrial lead was implanted. The physician elected to use a single chamber implantation. No adverse patient effects were reported.